Event description:
Pt was receiving spinal implants for a l5-s1 fusion when a connector came loose and partially disassociated. The connector was removed and replaced with another connector. The surgery was successfully completed with no adverse effects to the pt.